Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +05.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to refractive change overtime. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to patient related factor.